Event description:
Sq remunity self-fill patient - spontaneous communication, (B)(6). (Rph at hospital) stating patient was admitted to hospital on (B)(6) 2023 to mass general brigham due to pah. No discharge date yet. Unsure if md office aware. (B)(6) wanted to know current dosing of patient's sq remunity. No further information provided. Patient started using remunity device (B)(6) 2022. Reported to cvs/caremark by: health professional.